Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735796 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera cart was rebooting itself, and the pciop was replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned pcoip client and it was found to have software-caused reboots contained in its internal logs indicating that it rebooted itself. H6: b01, c04 and d02 apply to the system checkout. B1, c02 and d02 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site's navigation system was used in a case and after the patient left, the system was still plugged into the wall outlet. The system was in the navigation task, but not actively navigating any instruments. The camera cart "went blank" for 10 seconds and the "connecting to ip address" message came on the screen then the camera cart screen reconnected. The entire time, the main cart monitor display was unaffected. There was no patient present. Additional information was received. It was reported that the system was able to navigate immediately after the camera came back on, 30 seconds to 1 minute. It was noted that the issue had occurred 4 times but never when actively navigating a case. Each time the system was checked to see if it worked and it did.